Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Damaged tooth [tooth injury] . Brittles came out and the head came off...brush it fell apart - oral-b [device breakage]. Case narrative: a spontaneous report was received via phone on (B)(6) 2025 from a consumer (unspecified age and gender) stating that they used oral-b power oral care refills cross action antibac (beginning on an unspecified date) and it damaged their tooth (beginning on an unspecified date). The brittles came out and the toothbrush head came off/fell apart. Continued use of the device was not specified and additional device usage information was not specified. The adverse event outcome was unknown. Treatment details: none reported. Relevant history: none reported. Exact device used previously: no. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. The case outcome was unknown. No further information was provided.

Event description:
Damaged tooth [tooth injury]. Bristles came out and the head came off. Brush it fell apart - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: a spontaneous report was received via phone on 13-jan-2025 from a consumer (unspecified age and gender) stating that they used oral-b power oral care refills cross action antibac (beginning on an unspecified date) and it damaged their tooth (beginning on an unspecified date). The bristles came out and the toothbrush head came off/fell apart. Continued use of the device was not specified and additional device usage information was not specified. The adverse event outcome was unknown. Treatment details: none reported. Relevant history: none reported. Exact device used previously: no. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. The case outcome was unknown. No further information was provided. On 29-apr-2025: product investigation results: the conclusion code for oral-b power oral care refills cross action antibac was: counterfeit product. No further information was provided.

Manufacturer narrative:
On 29-apr-2025: product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.